Event description:
Clinical adverse event received for orthopaedic aftercare with history of tkr (l tkr aseptic loosening). Treatment/impact: requires inpatient hospitalization: yes, surgical treatment of study. Knee: yes. Components removed: femoral. Component: yes. Tibial base: yes. Outcome: recovered/resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).